Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from the cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded new cartridge to address the event. The customer¿s blood glucose (bg) level was displayed as ¿high¿, however, a specific value was not provided. At the time of the report, the customer had not addressed bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.